Event description:
Pt underwent cataract surgery and implantation of a starr model aa-420-vf intraocular lens in the left eye. During lens insertion, the lens was torn and removed. A capsule tear was noted so the surgeon performed a vitrectomy. Preop vacc was 20/40 and pressure was 14mm. Pod1 vacc was 20/300 and intraocluar pressure was 33mm, due to the healing process of the eye and possible faint macula degeneration. The pt's prognosis is "improving, the pt is doing quite well." A three-piece lens was placed in the sulcus.